Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - how long (in minutes) did the surgery prolong? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - what is the current status of the patient? - it was reported that "the broken needle and suture were immediately removed" besides the reported pull off suture needle, please clarify if the needle and suture broke during surgery: --please refer to the event description, other information requested is unknown. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy, bilateral adnexectomy, and pelvic lymph node dissection under general anesthesia procedure on (B)(6) 2024 and suture was used. During the procedure, the surgeon placed the suture in the patient's pelvic cavity to prepare for suturing. When picking up the needle and suture, it was found that the problem of pulling off suture needle happened. The broken needle and suture were immediately removed and replaced with a new one. This incident prolonged the patient's surgery time and caused unnecessary pain. No adverse patient consequences were reported. Additional information was requested.